Event description:
Additional information was received on 08/28/2025: the lot number for the ar-1588rtt2-ib fibertag tightrope ii used was lot 15428786.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures. Dfu-0147-eo: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. The complaint allegation could not be confirmed as the device was not received for investigation.

Event description:
On 08/06/2025, a sales representative reported via email that an ar-1588rtt2-ib fibertag tightrope ii implant broke at the button during final femoral tensioning after the internalbrace was placed. The case was completed successfully, and no additional details were provided. This issue was discovered during a quad acl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 08/14/2025: the ib suture and the button of the ar-1588rtt2-ib fibertag tightrope ii implant were removed from the patient. To complete the case, an ar-1588btb-2j tightrope ii btb was utilized and threaded through the broken limb of the quadriceps tightrope. It was then shuttled into the fibertag loop while the graft remained positioned within both the femoral and tibial sockets. The procedure required an additional 20 minutes to complete, during which extra anesthesia was administered. A flipcutter was used to prepare the bone socket, and bone quality was assessed as normal. No adverse effects were reported during or following the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.